Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted simple prostatectomy surgical procedure, the 8mm tenaculum forceps instrument was found to have a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tenaculum forceps instrument had a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary finding of pitch cable broken to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation related to customer reported complaint: the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The complaint regarding instrument was found to have a broken pitch cable was confirmed by failure analysis. Additional observations not reported by the site: the instrument was found to have an excessive amount of dried residue around the clamping pulley.